Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Upon revision, a hole in the tubing was found where the pump connects to the tubing from the right cylinder causing a fluid loss. Air was found in the pump, causing it to stay flat. All the components were removed and replaced.